Event description:
Anesthesiologist let bar block slip during seizures. Results from his negligence have been severe laceration of tongue that day and the following tooth problems; 4 root canals, 6 crowns, 2 extractions, 2 implants with the possibility of two more down the line, tmj syndrome, severe migraine headaches, and pain and suffering from all dental procedures. Rptr also developed thrush because he had to take antibiotics with every dental procedure. His depression hs worsened since 11/26/93 as a result of the pain and suffering and he is experiencing suicidal ideation to this day 1/19/96.